Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar complaints reported from this lot. Based on the information provided, a definitive cause for the difficulties could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly calcified right renal artery. A 6x18mm herculink elite stent was deployed at 11 atmospheres with one inflation successfully at the lesion. Balloon appeared to have deflated as normal as there were no issues. However upon trying to remove the balloon out through the 5fr sheath, the balloon became stuck. The device was attempted to be re-advanced but it was stuck in the sheath. The device could not be removed singularly, therefore the sheath and balloon were removed altogether. The physician believes it to have been an issue with balloon re-fold but this could not be confirmed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.